Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken stylet is confirmed, but the cause of the event cannot be determined. Visual observation of the returned sample photos showed a product label with the product number 1395108qd and lot number rebu0063. The label is with a non-original bag that contains the stylet. Only a portion of the stylet is visible in the photo. The second photo sample attached shows a damaged stylet with a piece of it completely detached. Evaluation of the first photo attached showed a portion of the stylet that appeared to be undamaged. Evaluation of the second photo showed two visible kinks in the main length of the stylet. A small length of core wire is visible after the proximal kink. The outer sheath at the first kink shows a break and is located further down the core wire. The second kink is located near the distal end of the stylet. A small portion of the stylet is completely detached and appears to show a kink. There is no visible core wire shown within the detached portion. Based on the description of the reported event and the photos provided, possible contributing factors include bending and kinking the stylet either before, during, or after the placement procedure; however, the lack of a returned physical sample did not allow the identification of the root cause. The product IFU states "ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism, and risk of patient injury." A lot history review (lhr) of rebu0063 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the sales rep that the facility had a stylet in a 3cg that had a "shearing issue". No other information was provided. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebu0063 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the sales rep that the facility had a stylet in a 3cg that had a "shearing issue". No other information was provided. No patient injury reported.